Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smartablate generator, model and serial numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an ischemic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive and a pericardial effusion was confirmed via echocardiogram. Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. Patient required one additional day of hospitalization for observation. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. There is no sheath information. Generator was set on default smartablate settings. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set on 2 ml/min for mapping. Patient did not receive anticoagulant during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was not zeroed. There were no errors reported on any bwi equipment during the procedure. Per the device history record (DHR) for this device, the catheter had passed its expiration date prior to use.